Manufacturer narrative:
(B)(6). The device has not been returned to the MFR. A review of the mfg records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that a doctor explanted an edm external ventricular catheter from a pt. During a pt f/u, the doctor found 3 cm of catheter in the pt's brain. According to the report, a second operation was performed to remove the remaining catheter.